Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that it was determined that leads were potentially pulled back. The lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.